Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were sticky on insulin pump and hard to press. Customer's blood glucose level was unknown. Customer stated that the insulin pump screen was very scratched and causing her to go back and forth to read. Insulin pump will not be returned for analysis.